Manufacturer narrative:
Conclusion code: this lens model is contraindicated for patients with ocular hypertension in either eye. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+1.5/76 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vault, pigment dispersion, and underwent the secondary yag. On (B)(6) 2017 the lens was exchanged for shorter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of residue and debris on the lens. (B)(4).